Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter - guide break. Imdr impact code f2301 captures the used of snares to remove the broken guide catheter. Block h11: an advanix-naviflex biliary stent and delivery system was returned for analysis. Visual examination revealed that the guide catheter was bent but remained attached to the device. Functional inspection confirmed that the guide catheter could be retracted and extended without any issues. Microscopic inspection was performed the push catheter suture hole was observed torn. No other problems were noted with the stent or the delivery system. Taking all available information into consideration, the investigation concluded that the reported event guide catheter detached cannot be confirmed. And stent failure to deploy was confirmed. The push catheter suture hole was observed torn. It may be that the position of the device when it was placed inside the patient, the tortuosity encountered during the procedure, the force applied and/or the technique used by the physician, limited the performance of the device and contributed to observed damages. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was to be implanted in the biliary tract to treat biliary obstruction during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the connection of the advancer and the stent was fractured, and the stent could not be deployed, and the broken guide catheter was removed using snares. Another of the same device was used to complete the procedure. There were no patient complications due to this event. The patient condition following the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was to be implanted in the biliary tract to treat biliary obstruction during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the connection point between the advancer and the stent was fractured, preventing successful deployment. Another of the same device was used to complete the procedure. There were no patient complications due to this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter - guide break.

Manufacturer narrative:
Blocks b1, b2, b5, e1 and h1, h2 and h6 have been corrected. Block h6: imdrf device code a0401 captures the reportable event of catheter - guide break. Imdr impact code f2301 captures the used of snares to remove the broken guide catheter.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was to be implanted in the biliary tract to treat biliary obstruction during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the connection of the advancer and the stent was fractured, and the stent could not be deployed, and the broken guide catheter was removed using snares. Another of the same device was used to complete the procedure. There were no patient complications due to this event. The patient condition following the procedure was reported to be stable.